Manufacturer narrative:
Concomitant medications: aspirin was given pre-procedure. Bivalirudin was administered during the procedure. Clopidogrel was administered post-procedure. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that there was difficulty closing the filter basket during filter retrieval. The capture sheath could not be advanced until the marker band lined up with the proximal filter basket marker band because the material of the filter was flared out. The filter basket partially collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. The angioguard was closed partially and carefully pulled out. It was intact upon retrieval. It was successfully retrieved without any adverse consequences to the patient. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was advanced while the filter wire was fixed. There was no filter basket deformation that could be seen. During the procedure, the filer was distal enough from the lesion to prevent any interaction from the balloons/sds used. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. Pta was performed on a 90% occluded lesion in the mid internal carotid of 35mm in length in a 7.0mm vessel diameter. The arch I lesion was severely calcified and eccentric. A 7mm medium support angioguard embolic protection device was successfully deployed at the target site and the lesion was pre-dilated. Then an 8x40mm precise pro rx stent was successfully deployed. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day. Nih and rankin scores were 0 pre and post-procedure, respectively.

Manufacturer narrative:
The report received from the (B)(4) study indicated that there was difficulty closing the filter basket during filter retrieval. The capture sheath could not be advanced until the marker band lined up with the proximal filter basket marker band because the material of the filter was flared out. The filter basket partially collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. The angioguard was closed partially and carefully pulled out. It was intact upon retrieval. It was successfully retrieved without any adverse consequences to the patient. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was advanced while the filter wire was fixed. There was no filter basket deformation that could be seen. During the procedure, the filer was distal enough from the lesion to prevent any interaction from the balloons/sds used. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. Pta was performed on a 90% occluded lesion in the mid internal carotid of 35mm in length in a 7.0mm vessel diameter. The arch I lesion was severely calcified and eccentric. A 7mm medium support angioguard embolic protection device was successfully deployed at the target site and the lesion was pre-dilated. Then an 8x40mm precise pro rx stent was successfully deployed. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day. Note: lake region lot number 01429613 which is cordis lot number 71210505. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429613. This packaging lot contained 105 units, which were shipped from lake region medical on (B)(4) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.